Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Customer care attempted to assist; however, the user declined to provide further information. Review of dms indicated that the user ceased system use on (B)(6) 2025 due to loss of their transmitter charger. Due to insufficient data, additional troubleshooting could not be performed. The user was advised to resume system use upon receipt of the courtesy charger replacement and to ensure consistent usage. The user declined further contact, and no additional resolution was possible.